Event description:
Retractor handle from nuvasive anterior cervical retractor set tip broke. Wound clear and xray taken and reviewed by doctor to be clear. Item sequestered and sent to spd manager for repair/replacement. Manger notified.